Event description:
It was reported that there was damage to a usb port. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from the support team, and no further information or actions were documented.